Event description:
Device 1 of 2. Reference MFR. Report#: :3006705815-2018-03127. It was reported the patient experienced pain located at the incision site. As a result, the trial leads were pulled. In turn, an epidural abscess was discovered at the incision site. The patient was hospitalized and prescribed antibiotics for a week, which resolved the issue.